Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 for diabetic ketoacidosis (dka). The customer's blood glucose level was 633 mg/dl and it was treated with intravenous drip and insulin injections. A follow up with the customer indicated that they were released from the hospital on (B)(6) 2016. Reportedly, the customer thought their elevated blood glucose level was because of being sick with a cold prior to the hospitalization. It was noted that the customer did not notice anything wrong with the pump or supplies. A clinical diabetes educator followed up with a nurse and the customer's doctor. Reportedly, the customer was a self starter on the pump and that not all the basal rates were entered into the pump. Also, it was reported that the customer does not test their blood glucose level as recommended and that the dka was attributed to the customer's "lack of self management skills/insufficient knowledge of the pump". It was noted that the customer would revert to manual injections until the customer attends training on the pump.